Event description:
Information received indicates reduced flows and blood clots were seen within the unit during the procedure. The product was changed-out during the case with no consequence reported for the patient.

Manufacturer narrative:
Product evaluation does not confirm the reason for return. While visual inspection of the unit does show blood residue present on the inside surfaces of the returned product; no blood clots or thrombus is seen as reported by the user. No signs of physical damage or any abnormalities are present on the device. Results of mechanical tests performed show water appears to flow evenly through the device with no signs of blockage or occlusions and no impairment to flow observed. Conclusion: no patient event. Device evaluated and alleged failure could not be duplicated - cause of event is unknown.